Event description:
The pta catheter does not fit through terumo's 5f introducer sheath. Introduction, dilatation, and removal difficulty. After the placement of the stent, the re-introduction into the sheath no longer possible.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One catheter was rec'd for evaluation. Upon initial inspection, there were no visual defects in the shaft of the catheter. The balloon was approx 25% filled with contrast media. The shaft material inside the balloon is severely accordioned just distal of the proximal marker band propagating distally to the mid-body of the balloon. A .035 inch guidewire was inserted with no problems or issues. The balloon was immersed in a warm water bath, then inflated and deflated to eliminate the fluid in the balloon. The balloon drew down to two wings. Attempts were made to insert the balloon into (2) 5f introducer sheaths, but were unsuccessful because the shaft material accordioned. The result of the investigation was confirmed for introducer passage issues; however, the root cause is unknown.